Event description:
The reporter indicated that a 13.2mm micl13.2 of -10.5 diopter implantable collamer lens was implanted into the patient's right eye (od). Excessive vault reported. The lens remains implanted.

Manufacturer narrative:
Patient identifier-race:unk. Implant date: unk. Claim#: (B)(4).